Event description:
It was reported that customer had a blank display screen. Customer's blood glucose was 450 mg/dl and was treated with humalog manual injection. It was reported that after screen came back up, pump would need to be reset. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap looked rusty; battery compartment was not damaged or corroded. After troubleshooting, display screen returned with battery change. Caller was advised that battery cap would be replaced as a courtesy. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.